Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were not released by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.